Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. A straight shell inserter was returned for review. Visual inspection confirms that the tip of the thread of the inserter is fractured. Impact marks are also noted on the strike plate. There are some impact marks on the edges of the strike plate also. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the tip of the shell inserter fractured while the shell was impacted and the threaded portion retained in shell that was implanted. Additional information on the reported event is unavailable.